Event description:
A customer contacted stryker to report that their device's charge time was delayed. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify nor duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device's charge time was delayed and would not provide defibrillation therapy until the third time. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Section b5, h6 device code grid and h11 have been updated. Stryker evaluated the customer's device and was unable to verify nor duplicate neither of the reported issues. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.